Manufacturer narrative:
Upon completion of the investigation any additional information will be communicated in a supplemental report.

Event description:
It was reported the depth gauge was broken while measuring with the t2 depth gauge long to insert the distal locking screw. It was as if the thin tip had come loose from the thicker part in front of it. The broken part was not retrieved from the patient's body.

Event description:
It was reported the depth gauge was broken while measuring with the t2 depth gauge long to insert the distal locking screw. It was as if the thin tip had come loose from the thicker part in front of it. The broken part was not retrieved from the patient's body.

Manufacturer narrative:
Please note correction to d9/h3; the device was discarded and h6 device code. The reported event could be not confirmed since the device was not returned for evaluation. A device inspection was not possible since the affected device was not returned, and no other evidences were provided for investigation. The batch record could not be reviewed because the affected device was not returned, and the lot number was not communicated. A review of the labeling did not indicate any abnormalities. More information as well as the affected device must be available in order to determine the exact root cause of the issue. If the device is returned or any additional information is provided, the investigation will be reassessed. H3 other text : device discarded by the hospital.